Event description:
A caller reported that the touchscreen on a pump was cracked and shattered, making it illegible and impossible to interact with. There was no reported impact on the customer's blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. To resolve the issue, the customer planned to use mdi as a backup therapy while the pump was being replaced by tandem technical support. The customer was instructed to return the damaged pump using a pre-paid label within 10 days and was informed on how to put the pump into storage mode, which they acknowledged understanding.